Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2019-03911 and 3005099803-2019-03910). It was reported to boston scientific corporation that two previously implanted flexima biliary stents were removed from a patient during an endoscopic biliary drainage with stent exchange procedure performed on (B)(6) 2019. The exact implant dates for the flexima stents were not reported. The patient had a previously placed a flexima biliary stent 10fr/10cm in b6, and a flexima biliary stent 10fr/15cm in b8. Both stents were reported to be occluded. The physician removed the occluded stents using a snare. The physician attempted to place a new flexima biliary stent 10fr/15cm in b8, however the device became difficult to advance in the patient's anatomy due to severe tortuosity. The device was pulled out to change the guidewire. The guidewire was replaced and the physician attempted again to place the flexima biliary stent 10fr/15cm in b8 however the stent prematurely deployed from the delivery system. Upon removal and examination of the flexima biliary stent 10fr/15cm, the suture was noted to be separated and remained inside the working channel of the endoscope. The delivery system in which stent was not attached was inserted through the hydrajag, then it was pushed, and placement was completed with the flexima biliary stent 10fr/15cm. There were no patient complications reported as a result of this event.